Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer did not know blood glucose level due to not testing. Customer was able to reload the cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.